Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient began remedial therapy with tobramycin (500mg, daily, ip), amikacin (150mg, daily, ip) and heparin (1000 iu, tid, ip). On (B)(6) 2011, the patient was hospitalized for the peritonitis. The patient was hospitalized from (B)(6) 2011 through (B)(6) 2011. The event of peritonitis was resolved on (B)(6) 2011. The reporter believed that the peritonitis was not related to the dianeal therapy. Dianeal therapy was ongoing.